Event description:
Pt reported obtaining back-to-back blood glucose results of 52 mg/dl, 107 mg/dl, and 82 mg/dl, while using the suspect device. Pt indicated that, based on the value of 52 mg/dl, she self-treated by eating ? Of a glucose tablet. No injury was reported. While on the line with technical support, a level-one quality control was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.